Manufacturer narrative:
The complaint allegation was not confirmed, and other failure modes were identified. The returned device was visually inspected, and it was noted that the retaining screws were absent. The warranty seal was absent, indicative of potentially unauthorized repair attempts. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test triggered an alarm and the rollers stopped moving. This behavior is expected. When the pressure was artificially lowered by removing the inlet from the fluid source, a pressure fault error was triggered as expected. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. A cause to the loud motor can be attributed to wear and tear from extended usage in the field.

Event description:
It was reported that the reported device had a pressure failure. The pump did not stop pumping after the set up pressure was reached during the shoulder program. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. 19-oct-2022 update further information were provided that the reported event occurred during a shoulder arthroscopy. The surgery could not be finished as planned and the surgeon had switched to a different technique to finish the procedure successfully.

Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed that the inflow and outflow motors are worn out. Further there is a gap between the display and the front panel.